Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory due to a power-on reset (por). The device was tested on the bench and using automated testing equipment; and no anomalies were found. The cause of the por could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in clinic for follow-up, the device was found to be in backup vvi mode. Due to unexplained power on-reset (por) a device download was not performed. The device was explanted and replaced. Patient condition is stable.